Manufacturer narrative:
Correction to initial MDR in field g3 (bsc aware date): 11jun2019.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure during which the lead extension was removed for an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure during which the lead extension was removed for an unknown reason. No further information could be obtained despite good faith efforts.